Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc), oversensing and less than two seconds of pacing inhibition. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. The root cause was not determined. No additional adverse patient effects were reported.